Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer. Therefore, cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2009, patient underwent l5-s1 anterior lumbar interbody fusion with carbon fiber cage and rhbmp2 and percutaneous pedicle instrumentation. Prior to surgery patient presented with l5 radicular pattern with pain radiating towards great toe. There was progressive collapse of l5-s1 interspace and resultant stenosis of l5-s1 neuroforamen. Bmp soaked sponge was placed in a carbon fiber cage which was tamped into l5-s1 interspace. On (B)(6) 2009, patient presented with postop pain for which doctor prescribed contin with oxycodone for breakthrough pain. Patient underwent ap and lateral lumbar spine x-ray which showed posterior spinal decompression with fusion material, rods and bilateral pedicle screws from l5-s1. No focal step deformity in lumbar spinal alignment. There was no evidence of hardware loosening or hardware failure. Impression: stable radiograph of lumbar spine. On (B)(6) 2009, patient presented with right hip pain which was persistent since surgery. Patient underwent ap and lateral lumbar spine x-ray which showed posterior spinal decompression with fusion material, rods and bilateral pedicle screws from l5-s1. Alignment was unchanged and anatomic. There was no periprosthetic lucencies to suggest hardware failure. Impression: stable appearance of posterior fusion lumbar spine. On (B)(6) 2009, patient underwent x-ray of lumbar spine which showed spinal fixation rods, screws and intervertebral grafts were in good alignment and appeared stable. There was no evidence of hardware failure and upper spine looked good. On (B)(6) 2012, patient presented with numbness and low back pain. Patient underwent lumbar spine x-ray and four views were obtained including upright, lateral, with flexion and extension. The alignment appeared anatomic with no evidence of dynamic instability in the flexion and extension views. There was no fracture. The patient had underwent a prior posterior rod and screw fixation with intervertebral bone graft fusion of the l5-s1 level. The intervertebral bone graft appeared slightly denser than the prior examination suggesting maturation. There was no evidence of hardware failure or loosening. There were multilevel mild degenerative changes most pronounced in the l 1-l2 the space with mild narrowing and anterior osteophytosis there was also evidence of multilevel facet joint arthropathy. The sacroiliac joints were mildly sclerotic but symmetric. Incidental note is made of tubal ligation clips and right upper quadrant clips from a cholecystectomy.